Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. The rep reported that the patient had abdominal pain post operatively. The rep reported that a CT scan was performed and the results were negative. The rep reported that the ins was explanted. The rep reported that the patient was precluded from having an MRI because of another medical device the patient had implanted for her ears. No further complications anticipated.